Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump generated a fiber optic sensor failure alarm. The patient had been transferred recently from another facility with the iab in place for a coronary artery bypass graft (CABG). Troubleshooting was unsuccessful. The customer attempted to switch over to the fluid lumen for alternate arterial pressure (ap) access. However, the lumen was clotted and they were unable to aspirate blood from the line. It was explained that they would need to gain alternate ap access in order to run/time the pump safely and effectively. This was discussed with the team; the patient was headed to surgery shortly and the iab would be replaced at that time. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).